Manufacturer narrative:
B5: updated. H6: impact code added.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. Post release of the closure device, a large effusion was noted to be growing. A pericardiocentesis was performed immediately but the effusion would not resolve and kept growing. Approximately 1200cc of blood was removed. The patient had a period of pulseless electrical activity (pea) needing cardiopulmonary resuscitation. After normal rate and rhythm returned the effusion appeared to have resolved. The patient was monitored an additional 30 minutes with no effusion growth. The patient was extubated. The patient was admitted to the hospital and is expected to fully recover. It was further reported that the patient required a blood transfusion in the early stages of the effusion.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. Post release of the closure device, a large effusion was noted to be growing. A pericardiocentesis was performed immediately but the effusion would not resolve and kept growing. Approximately 1200cc of blood was removed. The patient had a period of pulseless electrical activity (pea) needing cardiopulmonary resuscitation. After normal rate and rhythm returned the effusion appeared to have resolved. The patient was monitored an additional 30 minutes with no effusion growth. The patient was extubated. The patient was admitted to the hospital and is expected to fully recover.